Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the stent delivery system was returned with blood on the shaft, balloon and in the guide wire lumen. There was contrast in the inflation lumen and in the balloon. The stent implant had dislodged from the balloon and was not returned. The balloon was loosely folded. There were crimp marks on the balloon between the markers. There were multiple bends throughout the entire length of the hypotube. There was no other damage noted in the stent delivery system. There were no kinks noted to the inner member. There was a 7.6 cm distal section of a guidant legacy guiding catheter also returned. There was a radial tear in the jacket of the guiding catheter for a length of 3 mm, 5 mm proximal to the tip of the guiding catheter and a radial tear in the jacket for a length of 3 mm, 4 mm distal to the proximal end of the guiding catheter. There were multiple bends and multiple areas of flattened shaft throughout the entire length of the returned section of the guiding catheter. The returned section of the guiding catheter was inspected and the dislodged stent was not returned inside the guiding catheter as reported. The entire length of the returned section of the guiding catheter was cut open to reveal the stent implant was not located in the returned section of the guiding catheter. The tip seal length was measured and met manufacturing criteria. Quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion.

Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: removal of dislodged stent from patient. Device issue: stent dislodgement. It was reported that the vision stent delivery system (sds) was advanced to the lesion located in the calcified circumflex; however, it did not cross the lesion. Upon removal of the sds, the stent dislodged in the patient's anatomy. Another balloon catheter was used to trap the stent and pull it into the guiding catheter and the stent was removed from the pt inside the guiding catheter. . Another stent was used to treat the lesion. No additional event or patient information is available.